Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(4). The patient reported obtaining several inaccurate blood glucose tests. The reported results included 151mg/dl on the subject meter and 119mg/dl on an unknown meter at 12pm, 214mg/dl on the subject meter and 173mg/dl on an unknown meter at 8pm and 160mg/dl on the subject meter and 125mg/dl on an unknown meter at 12pm the following day. All readings were obtained within 30 minutes of each other. Based on statistical methodology the reported readings fall within lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of medication in response to the reported high readings. The patient reported later developing symptoms of ¿shaking and sweating¿. The patient reported self-treating these symptoms with food/drink. At the time of troubleshooting the cca confirmed that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia while using the subject meter.